Manufacturer narrative:
(B)(4). Date sent 2/24/2025 d4 batch #u5eu34 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with halves mixed and no apparent damage and a reload was received inside of its open package. The reload had the proximal 8 drivers up and some b-formed staples on the deck and the remaining drivers down with staples present and a swing tab in the locked position. Further analysis shows the anvil partially detached and three anvil posts appear to be damaged as if the anvil was pulled out of the device. The condition of the anvil is related to improper use of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Due to the condition of the device, no functional test was performed. The reported event was confirmed and related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch numbers u5eu34 and 693c37, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the account/facility name did the reload lockout and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple? If the device staple, was the staple line complete? If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a colectomy after insert the reload sr75 into the linear stapler ((B)(6)), the device jammed when the surgeon firing. And the metal on the surface of the anvil fork was broken the surgery was delayed 10-15 minutes. The procedure was successfully completed.